Event description:
Customer originally called in with questions about sensors, but mentioned a low blood glucose event about three months ago. Customer's current blood glucose was 38 mg/dl before dinner. She ate something, so she feels fine. Customer stated that three months ago she suffered from a serious low blood glucose episode. She said she was in the low 20s. She declined troubleshooting for low blood glucose. Customer was advised to call in when her insulin pump has issues to for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.